Event description:
It was reported that the patient developed recurrent pseudomonas bacteremia. It was though the source of the bacteremia was from a p rosthetic valve or the device leads. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.